Event description:
The patient reported to philips that while using the dreamstation 2, the machine gets very hot, the power cord is hot, and the water almost boils in the chamber the device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found had dust-like contamination and tiny hairs/fibers, white dust-like contamination, mineral deposit stains, light brown dust-like contamination. Additionally, there were some technical findings like error code. The device was scrapped. In this report, box d, g, h has been updated/corrected.